Event description:
"The information passed on from the distributor indicates that the device used in the hospital did not maintain its desired inflation pressure for the expected time of use. Gradually decreasing inflation pressure led to the occlusion of a patient's arterial line and resulted in the need to replace the arterial line. There was no adverse effect to the patient. The products gauge t-fitting was identified by visual examination as the source of the leak.